Event description:
It was reported that during a procedure the device leaked. There was no pt injury. Add'l info was requested, but no add'l info was available.

Manufacturer narrative:
Final device investigation found that the device returned to the MFR was the sleeve only of a part model eth2b5lt inside the packaging of the reported ethcb5lt. The returned sleeve was in good visual condition, and showed no signs of leaking when pressure tested both with and without a test plug inserted into the device. The device history record of the reported model and lot number were reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.